Manufacturer narrative:
Lot #: batch 8082236 does not exist for material 368841. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but one photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfill was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Lot number [8082236] was not found for material number [368841]. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: vacuum draws less blood than expected. Draw volume of 2ml, takes only 0.5-1ml of blood.